Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:46:37. During night drain cycle seven, the patient's ultrafiltration reading was 1731ml, indicating the home patient (hp) drained 1256ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. The cause was determined to be use error, as the tidal total ultrafiltration (uf) removal was set too low. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.